Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed elevated pump power and estimated flow values; however, a specific cause for this finding could not be conclusively determined. The submitted log files contained events from (B)(6) 2023 through (B)(6) 2023. Elevated pump power and estimated flow values were captured on (B)(6) 2023. It should be noted that these elevated parameters were unsustained and were captured during pulsatility index events. No other notable pump events or alarms were captured. The pump operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists driveline infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also available. This handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for their chronic driveline infection. A culture was taken that revealed klebsiella pneumoniae. The patient had also been experiencing intermittent high pump flows and power over the last few days; these had since come back down to baseline. Log file analysis confirmed intermittent high pump flows and three pump power spikes above 10 watts on (B)(6) 2023; these values came back down to baseline on (B)(6) 2023. A cause for the intermittent flow and power spikes could not be confirmed. The patient had been taking antibiotics for their infection and would monitored for a possible heart transplant.

Manufacturer narrative:
The onset of the patient's driveline infection is reported under MFR #: 2916596-2023-05426. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.